Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, missing end cap sticker, cracked reservoir tube and lip.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted during the manual prime process. The caller also stated that the device was stuck in the prime loop. The blood glucose reading was 136mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.